Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy pd effluent. On an unreported date, the patient was admitted to the hospital for the event. The cause of, the treatment for, and the outcome of the peritonitis were not reported. No information was provided regarding whether dianeal therapy was ongoing. No additional information is available.